Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was located at t9 and did not cover the patient's pain pattern. Surgical intervention was taken to relocate the lead up to t8 to better cover the patient's pain. Reportedly the patient had effective stimulation post-operatively.